Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that detector was dropped, and severe mechanical shock was recorded on the detector. The device was in clinical use and there was no harm to patient or user. The remote service engineer (rse) analyzed and concluded that the detector was dropped, which caused it to not power on. There were mechanical shocks registered in the detector shock log. The customer replaced the detector battery with new one, after replacement the detector was tested and found to be functioning properly, with no artifacts in the image. Full detector calibration steps for the detector were provided to the customer to perform calibration in case any artifacts appear in the future. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector was dropped, and severe mechanical shock was recorded on the detector. The device was in clinical use and there was no harm to patient or user.